Event description:
Vent inop e-150 pca replacement. The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The alleged ventilator inoperative condition could not be duplicated during operational testing. During the evaluation of the device, a program execution error was observed multiple times on the device's error log. The device's main board was replaced preventively.